Event description:
(B)(4). The essure procedure was recommended by my obgyn since it was minimally invasive. I was unaware the implant contained nickel or if an allergic reaction posed a risk. I've been through a series of medical testing due to progressive symptoms (nausea, abdominal/back pain, severe chronic fatigue, flu-like symptoms, headaches, dizziness, tinnitus, utis, unintended weight flux, strep a, peritonsil abscess, metallic taste, etc.) Without an diagnosis. The main variable prior to the start of my symptoms was the essure procedure.